Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen became shattered. Pump fell out of customer¿s pocket onto the floor under a rocking chair and touchscreen shattered when rocking chair went over it. Customer¿s blood glucose (bg) was 187-395 mg/dl. Due to the touchscreen damage, customer was unable to interact with the pump screen to deliver a bolus and customer went to the emergency room (ER). Unspecified fluids were administered intravenously. Customer left the ER eight hours later in stable condition. Reportedly, customer reverted to manual injections for insulin therapy.